Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the permanent cautery hook instrument would not connect to the robot with an "error" message. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Whatever damage happened to the instrument did not happen during the surgical procedure. Customer is not sure when the damage happened, but it occurred outside of the surgical procedure. No fragments fell into the patient because it didn't happen during the surgical procedure. No foreign objects in patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken monopolar yaw pulley right below the posts. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Due to there may be missing pieces a detached fragment code was added. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch axis failed to engage with the in-house system's sterile adapter during multiple attempts. Engagement log review confirms five engagement failures. The instrument log review shows five engagement failures via error code 22020 indicating engagement failure on the wrist pitch axis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. This issue can be resolved by using an alternate instrument to complete the procedure.